Event description:
A male pt underwent aaa repair in 2009. The procedure was conducted according to the provided "instructions for use" (IFU). The aortic seal zone was outside the IFU. The seal zone flared from 22 millimeters to 33 millimeters. The final angiogram revealed a proximal type I endoleak. A zenith main body extension was placed to extend the fabric up to the renal artery in a tapered neck. The leak was slowed, but still existed. The physician decided to place another manufacturer's stent to seal the leak. Another angiogram revealed a resolved endoleak. The status of the pt is unk.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects. Anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. Specific to this case, the IFU states an inverted funnel shaped proximal neck may affect successful exclusion of the aneurysm. Although it is not explicitly stated in the info provided, it appears the proximal neck resembled an inverted funnel shape. Additionally, based on the diameters supplied, funnel shape increased well over 10%. This was likely a contributing factor to the endoleak. We will continue to monitor for similar incidents.